Event description:
It was reported that the patient felt a slower heart rate. During the patient's last in office visit, the device battery voltage measured 2.96 volts, but 10 days later, reached elective replacement indicator. Premature battery depletion was suspected before five years of service. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data was collected from the device and analyzed. High battery impendence resulted in eri (elective replacement indicator). Eri was caused by high battery impedance noted on (B)(6) 2011 prior to explant. Ramware version 8 installed on (B)(6) 2011.